Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that "the patient had a groshong catheter implanted in 2021. On (B)(6) 2023, because infection due to catheter related blood stream infection was suspected, the catheter was attempted to be removed. The health injury to the patient was unknown."